Event description:
The customer stated that she tested her blood glucose using her breeze2 meter and received a reading of 175 mg/dl. She retested using another breeze2 and that reading was 78 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The customer did not have her meter or testing supplies with her at the time of the call, so troubleshooting was not possible. No product will be returned at this time.

Manufacturer narrative:
The customer did not have her meter with her at the time of the call, so it was not possible to obtain the serial number. It's not possible to determine a manufacture date without the serial number.